Event description:
Patient called in to report unresolved service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable was not recoverer from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the therapy cable. The reported service error code can be generated erroneously if the patient inserts the battery and then, while the system is still booting up, removes the battery and replaces it within one to two seconds. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".